Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It has been reported that there was a difference in readings of 30-40 points. On the morning of (B)(6) 2022, the patient¿s cgm displayed 108 mg/dl and the patient administered her morning insulin dose prior to breakfast. After eating breakfast, the patient reported not feeling well, her son went to assist her then she lost consciousness. Emergency medical services (ems) was called. It was reported the son revived the patient (type of treatment was not provided) and the patient regained consciousness. When ems arrived, the patient was alert, bg was performed which was 68 mg/dl and her vitals were taken; no other medical intervention was provided by ems and the patient was not transported to the hospital. At the time of the report on (B)(6) 2022, the patient¿s daughter in-law stated the cgm displayed 264 mg/dl: however, the bg was 210 mg/dl and the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the date of the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.